Event description:
New information received notes that the chest x-ray had confirmed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray was performed but no summary was provided. Reprogramming was performed. Patient condition was stable.